Manufacturer narrative:
Internal file number - (B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue of steerable guide catheter (sgc) unable to curve guide could not be determined. It is possible that there were procedural interactions during device preparation (e.g. Unintended curves on the device), which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up medwatch report will be submitted with all additional, relevant information.

Event description:
This report is filed because during device preparation there was no tip deflection of the steerable guide catheter. It was reported that during steerable guide catheter (sgc) preparation, the +/- knob was turned 3/4ths of a turn when it was then without function as evidenced by no tip deflection. The device was discarded and there was no patient involvement. There was no additional information provided regarding this device issue.